Event description:
As per the reporter (husband), a 36-year-old female consumer (reporter's wife) used the Hero Mighty Patches Unspecified topically and experienced facial cellulitis and it's altered her life entirely in which she's no longer confident in public due to the facial scaring. This report was received via the web from the United States of America on (b)(6)2026.The reporter reported, "I am looking to submit a claim on behalf of my wife after using your pimple patch product purchased at Target in (b)(6) on (b)(6) 2026. Shortly after use, her skin became irritated and she experienced fevers and discomfort on the area with swelling. After days of bedrest, she decided to seek medical intervention and was diagnosed with facial cellulitis and given medication for treatment. We waited months in hopes we would see improvement to no avail. Unfortunately, the wound is so severe it's altered her life entirely in which she's no longer confident in public due to the facial scaring of a 36-year-old female and has lost interest in leaving the house and living the active life she once did." No additional information was available.No medical records, photographs, or other objective evidence were provided. Causality between the device and the reported events could not be determined based on the available information.

Manufacturer narrative:
Not Avail.